Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the user says the left brake intermittently goes out of gear. And, on a hill the same brake stops before the right brake. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.